Manufacturer narrative:
H3 - device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned. Correction - catalog # and unique identifier (UDI) # was updated in section d4.

Event description:
It was reported the patient received the following results within 15 minutes: hi (= higher than the measurement range of the meter) and 10 mmol/l.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.